Event description:
Customer reported that there is too much residual saline in the plate wells. Blockage was interfering in the aspirating of the saline.

Manufacturer narrative:
The customer cleaned the manifold, noted that blockage was present and repeated the residual volume check. The residual volume check was within range. The instrument performing as expected.